Manufacturer narrative:
(B)(4). Device was discarded. It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device was discarded. A failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a starclose se device with a 6fr sheath after a diagnostic procedure. Reportedly, the thumb advancement cycle could not be completed. Vessel access was retained and a second starclose se device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - the starclose se device was deployed in a moderately calcified artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.